Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be reproduced. The device passed testing and no issues were found during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the alleged issue (inaccurate erratic) was confirmed when testing with control solution during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of 18.8, 7.4 mmol/l with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.